Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens). It was reported that the patient was feeling too awful so they started symptom tracking the day prior. Contributing factors were unknown. They were advised to contact their clinician. It was unknown if the issue was resolved at the time of the report. Additional information was received from the patient. It was reported they were having some pain at the incision site. Contributing factors were unknown. It was reported the issue was not resolved at the time of the report. Additional information was received from the patient. They reported their symptoms were worse than before and they could not void on their own at all anymore. They were advised to contact their clinician. It was reported the issue was not resolved at the time of the report. No further complications were reported or anticipated.